Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's multiple pockets were off the bus. A field service engineer (fse) found that rows a and c of main drawer 2.2 did not appear in the storage space configuration. The fse opened drawer 2.2 and checked the row board connection. After dropping down to the desktop, the hardware testing application was launched. All packages from location a were removed to facilitate side panel reinstallation. The station was powered down, and the rear panel of drawer two was removed. The fse disconnected row, board, cable, and connector and then reconnected. The rear panel was restored to the drawer, and the drawer was plugged back in, the station was powered back on, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple pockets were off the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.